Manufacturer narrative:
Concomitant medical products: product ID pnma01411a004, product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported being in dire need of assistance with the implant. The patient reported having the implant three years ago this month. About one year ago, the charging belt was damaged. It ripped away and ended up in three pieces. The patient tried to tape it together with duct tape and electrical tape in order to get a charge and some relief from pain. Neither would allow a connection. It would not charge. It has been a month since being able to use the implantable neurostimulator (ins) and the patient reported being in severe pain. The patient noted being in chronic pain and having depended on this implant for three years, up until two months ago. Indication for use included failed back surgery syndrome, and spinal pain.

Event description:
Additional information received from the rep reported that the over discharge was confirmed and error code 376 was displaying on the recharger. The rep indicated that a trickle charge was performed and they were able to clear the power on reset (por). The issue was resolved and the device was working properly.

Manufacturer narrative:
Other applicable components are: product ID 37754, serial# (B)(4), product type: recharger; product ID pnma01411a004, lot# unknown, product type: recharger.

Event description:
The patient via manufacturing representative reported that the patient's device was in overdischarge, and needed to be recovered. It was noted that manufacturing representative tried to do a physician mode reset (pmr), but when they get an hour in, the 376 code comes up on the implantable neurostimulator recharger (insr). It was reviewed that the 376 code indicates an antenna failure; a request was made for a replacement antenna. The patient will meet with the manufacturing representative again when they receive the replacement antenna. The patient stated that they are in pain and would like to use their implantable neurostimulator (ins). Additional information was received from the manufacturing representative on (B)(4) 2016 that indicated they have not yet met back up with the patient to perform another pmr, but they have an appointment scheduled on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.